Event description:
It was reported that the patient presented with oversensing due to noise on their right ventricular lead. Inappropriate defibrillation therapy was delivered due to the issue. The lead was capped on (B)(6) 2021 and a new lead was used. The patient was in stable throughout the revision procedure.